Event description:
Verrata pressure wire was flushed and plugged into port and after calibration it seemed fine. The yellow line came up after it was inserted in the body and it normalized but then just stopped working. It was unplugged, plugged back in, and flushed but it still wouldn't work after troubleshooting. Another wire was used and worked fine.